Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported upon removal the string pulled out of a tampon and she had to manually remove the tampon in pieces. She experienced cramping after removal that resolved not long after tampon pieces were removed.